Event description:
Pt was admitted in 2007 with intractable nausea, vomiting and abdominal pain. Completed 5405 cgy of xrt three days earlier with concurrent erbitux and gemzar for pancreatic cancer. Likely radiation gastritis grade 3. Radiation therapy: 2007.